Event description:
It was reported during service inspection at the manufacturing facility that there was cut in the cord of the loaner core sumex drill exposing bare copper wires. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported during service inspection at the manufacturing facility, there was cut in the cord of the loaner core sumex drill exposing bare copper wires. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During the device evaluation, mechanical damage due to contact with sharp objects was determined as a potential cause of the reported event.

Manufacturer narrative:
Device evaluation in progress.